Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 PMA/510(k) # p050017/s006 the zfv6-125-10-3.0 device of lot c1231058 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. From customer testimony, there were no issues reported when advancing the device onto the wire guide and the complaint device did not make patient contact. On evaluation of the returned device, the flexor was measured and found to be 125.2cm, which was within specification of 125cm +1.3cm -0.8cm. The device was returned with 21mm of the stent exposed. No tactile damage was observed on the flexor. An unsuccessful attempt was made to pass a 0.035¿ diameter wire guide, but the wire guide encountered resistance at 46cm from the distal tip, and did not pass through the device. It was not possible to flush the device during the evaluation. The device was returned with the red safety tab in place, and in the correct position. There was no damage to the stent observed. A slight curve was noted on the distal white tip. The flexor was removed, and a blockage in the inner catheter was observed, suggesting evidence of congealed blood. There was no evidence to suggest that the device was manufactured incorrectly. The customer complaint is confirmed, as the stent was partially deployed with the red safety tab in place. Possible causes for this occurrence could include compression of the flexor during handling, as the device was loaded on the wire guide. This could cause or contribute to the stent partially deploying. However, as the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause for this occurrence cannot be determined. Prior to distribution, all zfv6 (zilver flex) devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records did not reveal any discrepancies which could have contributed to this complaint issue. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information provided to date, there is no evidence to suggest any manufacturing issues associated with lot number c1231058. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
During the implantation the stent was released by itself although the red safety knob was not unlocked.